Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep rebooted the system and performed a system checkout successfully, without any reported issues.

Event description:
A medtronic representative reported that the system's led tracker on the imaging system was not visible by the s7. A 15 minute delay to the case was reported, with no reported patient impact. The site brought in an alternative imaging system to complete the case.